Manufacturer narrative:
Pending results of investigation.

Event description:
On (B)(6) 2022: patient presented to facility for pre-op testing prior to a smit sleeve placement. A patient serum specimen was tested on the cardinal health hcg combo serum/urine cassette and a false positive result was obtained. Confirmatory beta hcg testing performed on the siemens dimension vista provided a negative result of 5 miu/ml. Customer states operation was elective and confirms no adverse patient outcomes occurred. No treatment was delayed based on the false positive result.

Manufacturer narrative:
Update to d9: device available for evaluation updated to no. Update to h3: although requested, devices not returned. Investigation conclusion: retained devices from the reported lot number were tested with hcg-negative clinical serum samples. The results were read at 5 and 6 minutes and all devices yielded the expected negative results. Retained devices were also tested with low-hcg standards (2 miu/ml). The results were read at 6 minutes and all devices yielded the expected negative results. No false positive results were observed during in-house testing. An investigation previously performed under (B)(4) found that, while devices tested with serum samples containing 2 miu/ml hcg yielded consistent negative results, 40-80% of devices tested with serum samples containing 4 miu/ml hcg yielded faint positive results. The customer reported that the sample contained 5 miu/ml when tested on a reference method. This product is designed to consistently detect hcg at and above 10 miu/ml in serum samples. When testing samples with hcg concentrations below this threshold, it is possible for faint positive results to occur, as noted in the package insert. The case details were reviewed along with the complaint history for the reported issue and no indications of a systemic issue were identified. Manufacturing batch record review did not uncover any relevant non-conformances and found that the lot met quality control specifications. Review of the risk management report for this product found that the reported issue is within the risk profile for this device; no new hazard has been identified. A root cause could not be determined from the available information as the reported issue was not replicated during testing of retention product. It was reported that no returned product was received for investigation. Complaints are tracked and trended on a monthly basis. Per the package insert, a sample hcg concentration below the cut-off level of this test might result in a weak line appearing in the test region (t) after an extended period of time. A line in the test region (t) seen after the read time could be indicative of a low hcg level in the sample. If such results are seen, it is recommended that the test be repeated with a new sample in 48-72 hours or that an alternate confirmation method is used. As with any assay employing mouse antibodies, the possibility exists for interference by human anti-mouse antibodies (hama) in the specimen. Specimens from patients who have received preparations of monoclonal antibodies for diagnosis or therapy may contain hama. Such specimens may cause false positive or false negative results. This test provides a presumptive diagnosis for pregnancy. A confirmed pregnancy diagnosis should only be made by a physician after all clinical and laboratory findings have been evaluated.